Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, probable causes for the reported event (the handle of the subject device would not release the clip) include: 1. The slider was pulled for the clipping. 2. Due to the following compounded factors, a force of pulling the slider was reduced before it reached to the clip. -resistance between the operation wire and the coil sheath increased due to the shape of the scope or excessive angle of the scope. -the amount of force required to close the clip increased due to the large amount of grasping object. - hard tissues were grasped. -the base of the arm was pressed against the tissue, making it difficult to close the clip. 3. A force required to close the clip did not be reach to the clip. Therefore, the limiter located in the slider broke (heard the snapping sound) before the clip completely closes. 4. Since the limiter made a snapping noise, the user pulled the slider as he/she was misunderstanding that the clipping was completed. 5. Since the clip was not closed completely, it could not be released. (The clip arms were being opened.) However, a final root cause was unable to be identified. The following is included in the instructions for use: ¿when the bending section of the endoscope is excessive angulation and/or the target tissue is firm, the pulling force acted on the control section may not convey to the clip adequately, making clipping unsuccessful. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿. Do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. Do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage. Should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿ on page 10. Otherwise, perforation, bleeding, or mucous membrane damage may result. Do not force the clip against body cavity tissue. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage. The clip may be deformed and therefore does not close properly. This could result in reduced performance. Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during a unknown procedure, the handle of the single use repositionable clip would not release the clip. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found clip open and still attached on the distal end. The opening width of clip arms met specification measured about 11mm. There was no abnormality on the appearance as its coil sheath and outer sheath appeared to be normal. The handle was operational as it could rotate, open, or close the clip as intended. The clip would not detach and still dangling on the j hook, even after the slider was forcibly pulled with both hands. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.